Event description:
Hill-rom received a report form the account stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the brake casters and the caster supports inoperable. A search of the hill-maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the casters and supports to resolve the issue. Based on this information, no further action is required.